Event description:
The nurse caring for the patient noticed a purple tint to the inside of the g/j tube extension. The patient was not receiving any medication with dye in it. The nurse caring for the patient was also able to withdraw the colored liquid from this extension tubing which indicated it was not simply staining on the tubing itself. The product involved is catalog name 42231505-enteral feeding set. Supplier is (B)(6). Supplier item is 8-1255-isosaf. Item #1004785. Manufacture part # 8-1255isosaf.